Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts starting from the 5th proximal stent strut row and all the way to the 1st distal stent strut row, were lifted from their crimped positions and pulled distally over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 18x2.75mm target lesion was located in the severely tortuous and calcified left circumflex artery. Following pre-dilatation, a 2.75x20mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the device was removed, it was noticed that the front end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 18x2.75mm target lesion was located in the severely tortuous and calcified left circumflex artery. Following pre-dilatation, a 2.75x20mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and when the device was removed, it was noticed that the front end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.